Manufacturer narrative:
Follow-up # 1 date of submission 08/27/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2013 with the following findings: during investigation, moisture was observed in the display. After powering on the pump, a call service alarm was displayed and the alarm could not be cleared. Additional testing could not be performed due to inability to clear the alarm and moisture damage to the pump. During evaluation, a leak was found from a crack in case near top right corner of display. The pump was opened and moisture damage was found on the printed circuit board.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated he went swimming with the pump today and now there is moisture under the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.